Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,d4,d9,g3,h1,h2.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle broke during surgery. The handle was described as being a worn-out old handle. There was a back-up handle available. There was no consequences or impact to the patient. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the returned product identified a failed weld between the handle and strike plate. Both the handle and strike plate exhibit impact marks. The mating features have been scuffed and rounded off. The surface of the shaft has been scuffed and scratched. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.